Manufacturer narrative:
Followup 12/15/2014: customer changed cartridge, infusion set tubing/site and no further occlusion alarms occurred. Blood glucose level improved. The tandem t:slim pump user guide indicates that humalog has been tested for up to 48 hours; customer used cartridge for three days. The product has ot been returned for evaluation. Should new relevant info become available a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms. Reportedly, the customer experienced high blood glucose level, ketones, and vomiting relate to the occlusion. The customer was not hospitalized.